Event description:
It was reported that an intraocular lens (iol) was fully inserted. It was noted that the trailing haptic was not folded and it got stuck in the cartridge and would not release, then trailing haptic broke off. The doctor had to remove iol from the eye during the same procedure. There was no patient post-op injury, patient is fine. The suspect product was discarded. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received indicating patient to be male, with date of birth oct 3,1950, eye affected left eye (os). The following fields are updated to reflect new information. Section a2: date of birth: oct 3,1950. Section a3: gender: male. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.